Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance follow up with the customer found that the biomed determined the cause of the reported failure to be a failed therapy cable. Customer replaced the therapy cable and repaired the device. The removed therapy cable was not returned to physio for eval. Therefore, further investigation could not be performed.

Event description:
The facility biomed device eval found that the paddles lead ECG was not available thru the therapy cable. There was no pt use associated with the event.